Event description:
Pt is a chronic hemodialysis pt. Five minutes after starting dialysis, pt experienced congestion, shortness of breath and drop in blood pressure. Normal saline was administered and oxygen administered. Treatment resumed without further incident.